Event description:
A report was received that the patient's ipg was in hibernation. Database analysis revealed that the device appeared to exhibit signs of premature battery depletion. The patient underwent a pocket revision wherein the old ipg was replaced with a new one. The patient was reportedly doing good post-operatively.

Event description:
A report was received that the patient's ipg was in hibernation. Database analysis revealed that the device appeared to exhibit signs of premature battery depletion. The patient underwent a pocket revision wherein the old ipg was replaced with a new one. The patient was reportedly doing good post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance, and photographic imaging tests performed. The complaint was confirmed. The ipg battery had been depleting prematurely at some point after the implant. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits are covered in the epoxy resin top. The root cause of the device damage could not be determined.